Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker observed battery kep nuts spinning in battery well one. Stryker replaced the rear case to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device powered off several times during the event. This issue is patient-related; however, there was no adverse event reported.